Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the distal lad (pre-dilated) with a xience v stent. In 2009, the patient experienced dyspnea and was hospitalized. The functional ischemia study was positive, but inconclusive. Diagnostic coronary angiography revealed >=70% and <100% stenosis in the mid lad. The patient underwent revascularization of the mid lad with a xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - restenosis is a known possible outcome of coronary stenting procedure, and is listed in the device instructions for use as a potential adverse event. In this case, there was no note of any issues experienced during the original procedure, and the patient effects did not present until nearly 10 months later. It is not known how stenting the distal lad in this case could have contributed to the stenosis in the mid lad. Although a cause for the stenosis and dyspnea and the relationship to the stent delivery system, if any, cannot be determined, there are no indications of a product deficiency which could have contributed to the outcome of the procedure.